Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings, and investigation conclusion and h11 to reflect engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst with the commander delivery system during deployment was confirmed. The available information suggests patient factors (calcification) likely contributed to the event due to protruding stj calcium burden. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist, during a tavr procedure with a 23mm sapien 3 ultra valve (s3u), the commander delivery system balloon ruptured during valve deployment due to protruding sinotubular junction (stj) calcium burden. The valve was deployed with nominal volume at 8atms. The s3u valve was successfully implanted in the aortic position. There were no difficulties withdrawing the delivery system, which was removed by carefully withdrawing it into the esheath and removing both together as a single unit, with no damage noted to any other edwards devices. The patient's outcome was stable and discharged. Per report, the perceived root cause was noted that balloon rupture was caused by (stj) calcium, which had been discussed as a procedural event prior to the case. The commander delivery system was discarded at the hospital. The lot number is unavailable because the box was discarded.

Manufacturer narrative:
The investigation is ongoing.